Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer noted a loose cable on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode of loose cable. Additional observations not reported by site were bent tip, pulley damage and main tube damage. First additional finding, engineering observed that one grip was found to be bent, causing side to side misalignment of grips. There was a 0.131¿ offset at the tips, indicating overloading at the tip. Second additional finding, engineering observed scratches on the surface of the distal pulley. Third additional finding, the distal end of the main tube exhibited various scratch marks with light material removal. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. Instrument passed electrical continuity test. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.